Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 0 units. Reportedly, the cartridge was filled with 300 units of insulin. The customer¿s blood glucose (bg) level was over 500 mg/dl. The high bg was addressed with a manual injection administered by the customer's husband, sister, and neighbor. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.